Event description:
Pump did not deliver tpn infusion as expected. No adverse pt outcome or medical intervention was needed. The pump was programmed to give a 1min up ramp then a 10hr59min continuous infusion followed by a 1 hour down ramp. Pump is run overnight with the therapy starting at approx 7 pm and finishing around 7 am. The pt is a 1yr post liver transplant pt that is very used to tpn infusions. The reported problem occurred and the pump was started normally with a programmed volume of 640ml to infuse over the total 12 hours. The pump was started and was reported to complete its up ramp. The pump was observed the next morning and said that it had only infused 2.4ml and that it had 21:55 left in its down ramp. The pump was powered off and the infusion was restarted the next evening without any problems. The pump was run subsequently for a couple more days without a problem also. Info regarding the pt's age, weight and sex were not made available to the manufacturer from the reporting facility.